Event description:
It was reported to boston scientific that during a colonoscopy procedure, when the tech advanced the clip out of the sheath, the clip detached and fell off. This occurred prior to deployment in the patient before the tech had a chance to open the jaws. The case was completed with another of the same device. The patient is reported to be "fine".